Event description:
An olympus representative reported on behalf of the customer that there were three thunderbeat 5 mm, 35 cm, front-actuated grip type s that failed during the same unspecified therapeutic case; one of which exhibited an error code, and two had broken probes. The customer later confirmed that the tip of the broken probes fell inside the patient and was retrieved by the physician. The procedure lasted two hours and was completed with a third-party device. The patient was stable, and the issue did not affect the outcome of the procedure. There was also no further medical intervention required. There was no harm or user injury reported due to the event. This MDR is being submitted for the reportable malfunction and adverse event on the broken probe tip that fell inside the patient and was retrieved. This event is reported under the following related patient identifiers: (B)(6) - thunderbeat with broken probe tip 1/2, (B)(6) - thunderbeat with broken probe tip 2/2. This medwatch is for patient identifier (B)(6).